Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Reference manufacturer report number: 3004209178-2015-96854.

Event description:
It was reported that the customer had received motor error alarms and no delivery alarms were occurring throughout the night. Customer's mother did not want to troubleshoot because her son was running high and she needed to take care of his reading by calling the nurse and seeing how much insulin to give him. Customer's blood glucose level was 407 mg/dl. Customer's blood glucose level went down to 112 mg/dl. Caller would like to return the set and reservoir for analysis. No further assistance needed.